Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: us257848, item name: magnum trispike cup 48odx42id, lot #: 523940, item number: 103203, item name: taperloc por fmrl 9x137, lot #: 005300, item number: 157442, item name: m2a-magnum mod hd sz 42mm, lot #: 201230. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09699, 0001825034 - 2018 - 09700. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to unknown reasons. The femoral head and acetabular shell components were removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.